Event description:
Pt receiving dobutamine in the home. Pump malfunctioned keypad check. Then error detected, and pump would not function. Luckily another pump was already in pt's home so pt didn't miss her dose of dobutamine.